Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. The customer had high blood glucose which was treated with the insulin pump. The customer was using the insulin pump system within 48 hours of the high blood glucose. The customer reported that they performed bolus but the blood glucose did not came down. No harm requiring medical intervention was reported. The insulin pump and reservoir will no be returned for analysis.